Event description:
The reporter contacted lifescan to report an "error 2" issue with the subject meter. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510(k) # is k073231.